Manufacturer narrative:
The user reported an unsuccessful sensor removal attempt on (B)(6) 2025 at 2:00 pm. The sensor was located in the left upper arm, and it was confirmed that an incision was made in an attempt to remove the sensor. At the time of the call, the user reported feeling better. The sensor was palpable prior to the incision. The transmitter and ultrasound were not used to localize the sensor; a magnet was used. The sensor was successfully removed on (B)(6) 2025. Per dms, the user is currently using the system with a new sensor and is receiving up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful sensor removal attempt on (B)(6) 2025 at 2:00 pm. The sensor was located in the left upper arm, and it was confirmed that an incision was made in an attempt to remove the sensor. At the time of the call, the user reported feeling better. The sensor was palpable prior to the incision. The transmitter and ultrasound were not used to localize the sensor; a magnet was used. The sensor was successfully removed on (B)(6) 2025. Per dms, the user is currently using the system with a new sensor and is receiving up-to-date information.